Event description:
Doctor tried to implant v12 and it didn't work.

Manufacturer narrative:
The lot history record was reviewed and the product met its specification at the time of release to distribution. Product complaints were reviewed and there were no other reports of product problems for the lot. Based on the investigation and records reviews, a root cause could not be determined.